Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, two mitraclips was implanted successfully. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, the patient presented with shortness of breath and mr has increased due to single leaflet device attachment (slda) and the clip was no longer attached to the posterior leaflet. Mr was grade 4 after slda. Per the physician, slda was due to patients' anatomy. On (B)(6) 2025, additional second clip was implanted to stabilize the slda. The final mr was garde 3-4.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed,the reported single leaflet device attachment (slda) resulting in mitral regurgitation (mr) appears to be related to pre-existing patient anatomy. Dyspnea is a cascading effect of the recurrent mr. The reported patient effects of mitral regurgitation (mr) and dyspnea are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.